Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is not confirmed based on the lack of photographic images submitted for investigation. Based on the information provided which may include the returned device (if available), photographs, videos, event description, and any additional field input arthrex has determined the most likely cause. The most likely cause is attributed to user error, such as entanglement or knotting during passage through the tunnel or improper assembly or preloading of the device before insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/22/2025, an arthrex subsidiary employee reported via email an issue involving an ar-1588rt-2j tightrope ii rt. During acl reconstruction surgery on (B)(6) 2025, a graft with the tightrope and ar-7266 fiberloop w/ fibertag attached was inserted into a bone tunnel. The tightrope adjustment thread could not be adjusted as expected, resulting in the graft returning to the outside of the tunnel. The graft was removed and reused after the associated products were taken out. The procedure was completed using another ar-1588rt-2j tightrope ii rt and ar-7266 fiberloop w/ fibertag. No significant surgical delay was reported. No additional anesthesia was administered, and no adverse patient effects were noted during or following the procedure.